Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammatory foreign body reaction, induration and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation, infection and skin irritation: 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. 6. Adverse events b. 1-year post-approval study of juvéderm voluma® xc among the 167 subjects who received repeat treatment, 8.4% (14/167) experienced a device/injection-related aes following treatment. All aes after repeat treatment occurred within 1 month of repeat treatment. The rate of device/injection-related aes was lower after repeat treatment compared to initial/touch-up treatment. The most common aes were injection site mass and induration (table 6). C. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported treating a patient that was injected with juvéderm volbella with lidocaine in the forehead, temples and lips as well as unspecified juvéderm voluma in the zygomatic area by an esthetic medical doctor in another country. Three months later, the patient developed inflammatory foreign body reaction the forehead, zygoma and lips. Patient was treated with steroids. Patient still has persisting induration after 3 months. Patient was concomitantly taking "antilyre." Patient had a biopsies and noted that infections are allergology work up. Patient presents still subcutaneous irregularities which is believed to be permanent. This is the same event and the same patient reported under MDR ID #3005113652-2017-01513. This MDR is being submitted for the second suspect product, an unspecified juvéderm voluma.